Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 january 2025, a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. During implant, after entering the patient, the "occluder showed abnormal release" and deformed with a cobra shape. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. A new 32mm amplatzer septal occluder was then selected for implant using a 12f amplatzer torqvue delivery system. During procedure, the occluder "can't be opened" and "appeared as "a line strip." Here was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. No device was ultimately implanted and the patient was referred for open heart surgery. The patient was reported to be in stable condition.